Manufacturer narrative:
The reported issue of endoscopes not being recognized was resolved with a technician visit. The contacts were cleaned. The device will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during preparation for use the device did not recognize the endoscopes. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the presence of contamination, moisture, etc. On the connectors. Olympus will continue to monitor field performance for this device.